Event description:
Patient is my daughter. She began wearing contact lenses somewhere around in 2007. The dr, she goes to give his pts complete moisture plus multipurpose solution to clean and disinfect lenses. Soon after she began wearing her lenses she began complaining of a burning sensation occurring only when she wore her lenses. I took her back to the eye dr who, in fact, confirmed that she did have an eye infection. He prescribed eye trol four -4- times a day in each eye and suspended her wearing her lenses for 14 days. We followed his instructions to the letter and even waited about 16 days before she resumed wearing her lenses. Beginning with that first wearing and with each subsequent wearing of her lenses she continued to complain of a burning sensation in her right eye. Once again we went to the dr. He stated that it didn't look like she still had an infection but more likely a scratch on her cornea. He prescribed lotemax four -4- times daily in the right eye only and again suspended the wearing of her lenses for approx five -5- days. During this period of time I subsequently ran out of contact solution and began using my daughters complete moisture plus solution in order to avoid the expense of purchasing additional solution because we have no health insurance and had spent so much on drs visits etc. Soon after I began using the complete moisture solution I began exhibiting sigs of an eye infection myself. Initially I thought that it quite possibly was cross contamination since I was the one who administered my daughters eye drops to her. Now I'm not sore sure... Frequency: daily. Route: ophthalmic. Dates of use: 2007.